Event description:
It was reported that the customer received the button error alarm as well as the motor error alarm on the insulin pump. The customer further mentioned that he was hospitalized in 02/2014 due to high blood glucose levels. The customer stated that the hospitalization was caused by receiving no delivery alarms and his subsequent high blood glucose levels. Troubleshooting could not be performed for the no delivery alarm because the alarm had already been resolved by an infusion set change. Advised customer to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.